Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to use aseptic technique to reduce the chance of infection: when you connect yourself to the cycler, and when handling lines and solution bags to reduce the possibility of infection. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for this event. The patient was treated with vancomycin (intravenously, dose, frequency and duration not reported), eight day after hospital admission the patient was treated with levaquin (orally, dose, frequency and duration not reported) and flagyl (orally, dose, frequency and duration not reported) for this event. The patient was discharged from the hospital eight days after admission. Peritoneal dialysis therapy was ongoing. It was unknown if the patient was retrained on proper aseptic technique. At the time of this report, the patient is recovering from this event. No additional information is available at this time.